Manufacturer narrative:
Product analysis: it was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. It was not possible to start up the device on the automated tester as the battery contacts are contaminated and compressed. The atrial heart wire connectors failed the incoming test due to contamination. There is a missing part at the back of the epg. A request for authorization to decommission the epg was sent to the customer, as the device is no longer serviceable. The epg was returned to the customer unrepaired as per request. The epg was returned with a do not use this device notice. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment.